Event description:
Drug/diluent: 3fu and 16.4 mg/ml nacl. Fill volume: 244ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV port. ((B)(4)). Pharmacist reported four incidents of fast infusion with the use of the homepump for three individual patient's. (Each incident for each patient will be capture on separate MDR's). Patient #2: female patient. The pump infused 12 hours too early. The patient reported this on (B)(6) 2014. The pump was hooked up at 15:50 on (B)(6) 2014 and when patient woke up at 05:00 on (B)(6) 2014 the pump was empty. The pump was filled to 244 ml's with 5fu and the lot # is 0201114144. (B)(4). Additional information was received (B)(4) 2014 per the pharmacist: as reported no patient injury or medical intervention required. No adverse signs or symptoms. Patient's current condition is reported as, "fine". The device was not saved for return. Devices were discarded. (Infusion preparation) - clarification of time and dates was received as follows: infusion started (B)(6) 2014 at 16:02. Infusion stopped - unknown. Date/time incident was noticed: (B)(6) 2014 at 05:00 when the patient woke up, the pump was empty.

Manufacturer narrative:
Method: it was reported that the device is not available for an evaluation and investigation, therefore no testing methods can be performed. The device history record (DHR) is currently in progress for the lot number provided. Results: as no device was available for an evaluation no methods were performed; therefore results cannot be obtained. Conclusions: the device was discarded by the end user, therefore we are unable to determine cause of incident. Further investigations are on-going with the reported information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report per the directions for use homepump c-series ((B)(4)).